Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited pacing failure and sensing failure. Upon investigation, the ipg was noted to be have possibly reached battery depletion. Reprogramming was done and a replacement procedure was planned to be scheduled in future. No patient complications have been reported as a result of this event.